Event description:
Complainant alleged that while attempting to treat an 87-year-old female patient, the one-step pads began to smoke. The clinician obtained another set of pads to continue to treat the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sectiond4 (lot#, expiration date, and primary UDI#) and h4. Evaluation results: the one-step CPR complete pads from lot 2025c were returned to zoll medical corporation without their original packaging or instruction booklet. Visual inspection showed no signs of arcing or burn marks on the pads. However, the self-test wire on the sternum electrode was found to be exposed, with the wire protruding from the bottom corner of the pad. Review of the device history record (DHR) for lot 2025c found no manufacturing discrepancies, and all final inspections and defibrillation testing passed without issues. A replacement set of electrode pads was sent to the customer. How the electrode packaging was opened could not be evaluated as part of the investigation. Retain samples passed continuity testing across the self-test wires prior to deployment. After deployment, the retain samples did not have any exposed wires. Analysis of reports of this type has not identified an increase in trend.